Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was reported as due to "hygiene was not maintained".the patient was hospitalized on the same day of onset. The patient was treated with an intraperitoneal (ip) injection of vancomycin (2 grams, frequency and duration not reported), ip injection of gentamicin (20 milligram, frequency and duration not reported), injection of amikacin (250mg, route, frequency and duration not reported) and an injection of meropenem (500 mg, route, frequency and duration not reported). At the time of this report, the patient was recovering and remained hospitalized for the event. Dianeal therapies were ongoing. No additional information is available.